Event description:
Reportedly, the blue cartridges fired across the bowel fine, the green cartridge partially fired, the surgeon fired a second instrument to create another staple line and additional tissue loss occurred. Procedure: gastrectomy.